Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for the treatment of dystonia and movement disorders. It was reported on the day of the call the rep was checking impedances on a primary cell device that was scheduled for normal battery replacement and discovered high impedances of 12k ohms on some contacts. No therapy issues were reported. The rep was not with the health care professional (hcp) or patient to do further troubleshooting at the time of the call. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep stating the cause was not determined. The impedances had been documented for several months with no side effect. The contacts with high impedances were not in use with patient programming. No troubleshooting was done besides replacement of the ins and impedances stayed the same after the new ins was implanted. Per physician, no further action was needed.